Event description:
Used the colonic balloon dilator times 2, but both attempts failed. The dilator would not go down the scope and balloon popped. Another device obtained and procedure continued without incident.